Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional electrophysiology procedure with an 8.5fr sheath. Reportedly, after depressing the plunger an attempt was made to pull out the plunger but resistance was noted and the plunger could not be removed. In an attempt to retrieve the device, the foot was folded but the device could not be removed. The device was then advanced slightly, the foot was deployed and then retracted, and the device was able to successfully removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger retraction problem was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The foot was retracted while the plunger was still inside the device. It should be noted in that the electronic prostyle instructions for use (eifu), states: step 3: pull back plunger to deploy suture. Step 4: lower lever to close the foot. A conclusive cause could not be determined for the reported plunger retraction problem and device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6: device code 2017 - failure to follow steps. Correction: h6 - medical device problem code: code 1528 was removed and code 1212 was added.

Event description:
Subsequent to the initially filed report, the device was then advanced slightly, the foot was deployed, retracted, disassembled and the device was able to successfully removed. No additional information was provided.